Manufacturer narrative:
Citation: pang p., et al. Restrictive mitral valve annuloplasty for chronic ischaemic mitral regurgitation: outcomes of flexible versus semi-rigid rings. J thorac dis 2019 dec;11(12):5096-5106. Doi: 10.21037/jtd.2019.12.04. Pmid: (B)(6). Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature comparing outcomes of surgical correction of chronic ischemic mitral regurgitation using flexible versus semi-rigid annuloplasty rings. All data were retrospectively collected from a single center between january 1999 and december 2015. The study population included 133 patients (predominantly male, mean age 62 years), 3 of whom were implanted with medtronic duran ancore flexible annuloplasty rings and 27 were implanted with medtronic cg future semi-rigid annuloplasty rings (no serial numbers provided). Among all patients, 11 in-hospital deaths occurred due to multi-organ failure and sepsis and 45 patients died during the follow-up period, with causes of death including acute myocardial infarction and congestive heart failure. No further information was provided. Based on the available information medtronic product was not directly associated with the deaths. Among all patients, adverse events included: low cardiac output syndrome, respiratory failure, surgical re-exploration for bleeding, sternal wound infections and strokes. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed deaths and adverse events.